Event description:
Reporter alleged obtaining the results of 400 mg/dl and 170 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The customer did not stay on the line and declined a call back to provide any further information including what is requested in these fields. It was unknown if the initial reporter sent report to the FDA.